Manufacturer narrative:
The reported event of an atrial impedance, capture, sensing, and header anomaly was confirmed. Missing spring in the atrial chamber of the header was observed and the cause of the reported event. Manufacturing investigation found an issue related to manufacturing. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator exhibited high pacing impedance, header detachment, device sensing problem, inadequate capture, and header anomaly. The device was not used and a new device was used to complete the procedure. No patient consequences were reported.